Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2017 he tried to perform a test but the meter would not work. He further reported feeling some ¿abdominal pain, felt dehydrated¿ and subsequently lost consciousness. Customer was taken to a hospital where a reading of ¿over 500 mg/dl¿ was received on an unspecified hospital device. Customer was diagnosed with hyperglycemia and unspecified abdominal pain and treated with an intravenous infusion of unknown type, along with unspecified medications via IV. Customer was kept for observation until his glucose level dropped to 200 mg/dl and was then discharged. There was no report of death or permanent injury associated with this event.